Event description:
It was reported that the fourth attempt to place a stent graft over a pseudoaneurysm in a left forearm loop graft was completed using a .035" j wire and going sheathless. The stent graft deployed without difficulty, but was met with a tremendous amount of resstance when trying to remove the catheter. The doctor was able to remove the wire and catheter together, but after it was removed it was noted that the blue tip of the inner catheter was missing, it remains in the patient, but the location of the tip is unknown.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was returned for evaluation. The safety blister was missing. The tuohy borst adapter was open and detached from the female luer lock. The sheath was kinked proximal and slightly elongated. The stent was missing. The inner catheter was not visible. The system was completely released. The catheter was jolted in the transparent area. The complaint for the tear off of a distal segment of the inner catheter is confirmed. The root cause for the tear off cannot be determined as the guide wire used and the detached segment of the inner catheter were not available. This application represents an off-label use for this device. The fluency plus tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms or in benign strictures after all other alternative therapies have been exhausted. The information for use (IFU) supplied with this product states that the safety and effectiveness of this device for use in the vascualr system has not been established.